Event description:
It was reported to boston scientific corporation that a resolution clip was used for hemostasis in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, the clip could not be deployed, it could not be used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.